Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In additional, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that an adult patient underwent a tonsillectomy procedure on an unknown date. The patient experienced post-operative bleeding six days after the procedure. Upon evacuation of the blood clots in the surgical field, the surgeon found a broken suture which required a repair procedure.